Event description:
It was reported that during the implant procedure, a ra (right atrial) lead was placed and the pocket was closed. The pocket was then opened to check the lead connections and reclosed. It was then found that the atrial lead had dislodged, so the pocket was re-opened again and the atrial lead was removed. A new replacement lead was then attempted to be implanted, but also dislodged. The physician then decided to remove the replacement lead and re-implant the initial atrial lead. The re-implanting of the initial atrial lead was successful and remains in use. It was noted that the post-day check showed that the atrial lead was functional. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054-58, lead, implanted: (B)(6) 2014. (B)(4).